Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient could not turn their neurostimulator (ins) on. However, patient reported being able to connect the recharger (insr) to the ins and charge normally. Patient services asked patient to try connecting to the patient programmer (pp) to troubleshoot ins not being able to turn on but patient declined. Patient reported that she has never be able to try turning on ins since implant. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the patient met with a manufacturer's representative. Patient's battery was in device reset mode. It was reported that cause of the inability to turn ins on was due to patient not knowing they had to consistently charge battery. However, patient was now aware and issue has been resolved.